Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the cause of the vascular damage was most likely due to use related as excessive force was applied. The failure mode will be monitored and trended.

Event description:
A 59 year old female with cardiomyopathy presented for impella support. The user facility reported the inability to deliver the pump into the patient's left ventricle despite various techniques and force applied. The axillary artery ultimately tore and bled. The pump was removed and the graft site was sutured and repaired successfully.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.